Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by smart remote manager failure. A field service engineer connected with the customer and found no problems. The customer confirmed the station was working fine. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager was not registering that door was closed.customer stated that there was a delay in the dispensing of medication.there were no adverse events or injuries reported based on this event.